Manufacturer narrative:
Returned to manufacturer on: used date sample management opened the device report. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had dented caps. No report of medical intervention or serious injury.